Manufacturer narrative:
Device received constant pump error 37 alarm due to missing motor slide. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, self test and occlusion test due to pump error 37 alarm noted. Unable to verify prime or fill anomaly due to pump error 37 alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had issue during priming process. Customer was not able to exit the load reservoir process. Customer did not receive complete status with next highlighted on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.